Manufacturer narrative:
Vyaire file identification: (B)(4). A third party service technician evaluated the device onsite and performed a 30k pm. The solenoid manifold was replaced and sw was upgraded to 5.10.

Event description:
The customer reported to vyaire medical that the lap top 1100 ventilator was having a high pressure leak. At this time, there is no information regarding patient involvement associated with the reported event.